Event description:
Shunt pta: the target lesion was left radial vein. The patient was male but age was unknown. Calcification was unknown. Mild vessel tortuosity and the rate of stenosis was 80%. A slalom thrill (slalom thrill 6x4 40cm 4f, complaint product) had a radial burst during the 14th inflation at 14atm, using an indeflator (b-braun, 622510). When the device was attempted to removing via a sheath introducer (details unk), the balloon was caught with the sheath. The device was pulled back further but the balloon got separated. The distal marker band was surgically removed via hypodermal tissue from the patient. However, the separated distal part of the balloon (approx 2cm) was not found. Imaging test were scheduled for a later date. During echocardiogram, foreign material was observed near the target lesion. Open surgery was conducted but the material could not be found, though the physician is confident that it should be there. Another plan is currently under the discussion. Physician's comments: it is possible to think that the remained part might have flown into the lung, though it has not been confirmed yet. He also thinks that the separated distal part of the balloon was lost when the guidewire was withdrawn from the patient.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) to the left radial vein the balloon was reported to have ruptured at 14 atmospheres during its 14 inflation. The vessel was described as having mild tortuousity and an 8% stenosis. When the device was being removed via the sheath introducer, the balloon caught on the sheath and separated as the device was pulled back. The distal marker band had to be surgically removed via hypodermal tissue and the separated distal part of the balloon (approx 2cm) was not found. One non sterile slalom thrill 6x4 40cm catheter was received coiled inside a plastic bag. Only proximal marker band was presented with the catheter. Distal marker band was presented separated from the unit. Distal part of balloon was not presented with the unit. Delivered part of balloon had a radial burst. There were blood residues on the balloon. An unknown guidewire along with a torque device were received attached to the slalom catheter. An sem analysis was performed to identify the cause of balloon burst. Results showed that balloon external surface exhibited evidence of abrasions ruptures and scratches. The sample exhibited no evidence of internal surface damage. The inner body presented severe wrinkling. Balloon burst failure exhibited no other surface anomalies that could have caused the failure. The proximal marker band exhibited no anomalies. The distal marker band was received separated and presented various scratch-marks; the cause of these marks could not be conclusively determined. Proximal seal outer diameter was measured and found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint customer complaint reported as "balloon burst at below rbp" was confirmed, cause of failure could not be conclusively determined. Sem analysis showed evidence of abrasions, ruptures and scratches on the balloon external surface. It is likely that procedural factors might have contributed with the failure, there is no evidence that it could be manufacturing related, and therefore, no actions will be taken, complaints reported as balloon separated and marker band dislodged in patient were confirmed too. Cause of failures could not be determined. Procedural factors might have contributed with these failures. There is no evidence that the failure could be manufacturing related, therefore, no actions will be taken either. Complaint reported as pta withdrawal difficulty was not confirmed since od proximal seal was found within specification. Procedural factor might have contributed with the failure experienced by the customer, there is no evidence that it could be manufacturing related, therefore, no actions will be taken. The balloon showed evidence of abrasions on the outer surface that would imply that vessel characteristics may have contributed to the event. In this case, it is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics and/or user handling.